Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported doctor was mixing cement and followed mixing instructions exactly as written. This was during a shoulder replacement surgery and bone cement did not harden. Mixed to exact specifications and timed each and simplex never hardened after 18-20minutes for first dose and surgeon mixed another batch and simplex did not harden after 15 minutes waiting on the second dose prepared (third dose for this case mixed and hardened correctly and case was completed). No patient name/info available at this time.

Event description:
It was reported doctor was mixing cement and followed mixing instructions exactly as written. This was during a shoulder replacement surgery and bone cement did not harden. Mixed to exact specifications and timed each and simplex never hardened after 18-20 minutes for first dose and surgeon mixed another batch and simplex did not harden after 15 minutes waiting on the second dose prepared (third dose for this case mixed and hardened correctly and case was completed). No patient name/info available at this time.

Manufacturer narrative:
Bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other events for this lot. Visual inspection and functional testing was completed on the three retain samples of this lot. The results were satisfactory and within specification. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerisation reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder and liquid and care to avoid inclusion of any extraneous material such as blood or sterilisation solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. The mixing properties of the retain samples of the reported lot code rlt197 were tested and show that all required specifications are met. It was not possible to replicate this event.